Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): the patient reported that they are prone to infections after surgery. It was stated that they were in the hospital for a week after the left side was taken out, but couldn't remember the year this occurred. The patient also mentioned they have had other infections after surgeries but "this one from a deep brain stimulation related surgery." Follow up with the healthcare professional (hcp) is to be conducted, with an appointment scheduled for (B)(6) 2017. No further complications are anticipated. The patient's indication for implant is essential tremor and movement disorders. See related regulatory report 3004209178-2017-06638.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.